Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Two x-ray images were provided: one weightbearing a/p view and one m/l view, both dated (B)(6) 2013. Reduced radiographic density is apparent under medial side of tibial plateau and may indicate bone loss. Cannot confirm tibial subsidence with the information provided. The patient is a reported female with a calculated bmi of (B)(6). The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tend to adversely affect knee replacement implants. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: the tibia had subsided.